Event description:
The customer reported that the 9900 system would not replay the saved cine images. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive, cine drive, and the software upgrade were installed during the service call.